Event description:
Journal reference: deuschl et al. "A randomized trial of deep-brain stimulation for parkinson's disease" the new england journal of medicine; 2006; 355; 9; p. 896-908. The article describes the results of a randomized-pair trial of 156 pts with advanced parkinson's disease and severe motor symptoms. The study compared neurostimulation (deep brain stimulation) with medication only. A number of neurostimulation pt complications were reported. Reportable event: one pt committed suicide 5 months after surgery.

Manufacturer narrative:
.